Event description:
The customer received a blood glucose reading of 252mg/dl on the breeze2 meter, retested on the contour meter and the reading was 78mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Replacement meter was sent to the customer.